Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had machine experienced a loop leak alarm. The customer replaced the equipment themselves. No injury and harm reported.

Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6) hospital. Due to characterization limit, e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.